Event description:
It was reported that an international patient presented in hospital after receiving therapy. Interrogation of the implantable cardioverter defibrillator revealed the device delivered a successful high voltage therapy during an episode of ventricular tachycardia. However the patient's rhythm went back to rapid ventricular response and did not return to sinus; the device read the rvr as ventricular tachycardia and delivered inappropriate atp therapy. The device was reprogrammed. The patient was stable before and during the visit.

Manufacturer narrative:
Correction; manufacturer report 2017865-2017-05225, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).